Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. Photo: there are 2 photos that were sent by the customer. The first photo attached is an overview of a 3-way temperature sensing catheter. The second photo shows a closer look at the catheter balloon and tip. There is a red arrow pointing to the location of the burr found on the balloon. Visual: visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing catheter with cut portion of inlet tubing and sample port connector. Visual inspection noted a burr on the balloon. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under 5 minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A device history record review was not required as the investigation was unconfirmed. The reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter could not be removed when attempting to remove it, but the catheter was managed to be removed with the use of lubricant. All sterile water was drained before extraction. Per investigator's notification received via email on 29sep2023, a burr was found on the foley catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter could not be removed when attempting to remove it, but the catheter was managed to be removed with the use of lubricant. All sterile water was drained before extraction.